Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 53 mg/dl. The customer experienced no symptoms at the time of the event. The customer did not state how they treated the low blood glucose. The customer reported having issues with the sensor. Troubleshooting was provided for sensor. The insulin pump will not return for analysis. The customer did not state if the auto mode feature was in use.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.